Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information. Please see updates: d1, d2, g3, g6 and h2.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct nasopharyngeal swab. Repeat testing generated negative results.. Confirmation testing on nasopharyngeal swabs with pcr generated negative results. The customer stated the patient was asymptomatic no additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. The patient was observed at the covid positive ward overnight and was transferred to a general ward when the pcr negative at the health center was released. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m144104 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144104 and test base part number 190-430 / lot m144104. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144104 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however is sample interference or cross contamination.